Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog number, UDI no, lot number, expiry date), d.6a, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. (B)(6)

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh (device #1) or an unspecified bard/davol bard mesh or an unspecified bard/davol perfix plug on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax mesh (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 ¿ patient had right inguinal hernia thereby underwent repair with the implant of 3dmax mesh (device 1). (Note: there is no op notes provided for this procedure in medical records) (B)(6) 2017 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 2) and bard flat mesh (device 3). Per op notes, ¿the ilioinguinal nerve was identified. The hernia appeared to be a sliding hernia containing fat. A medium-sized perfix plug (device 2) was placed in the preperitoneal space, and internal ring. A flat piece of bard flat mesh (device 3) was placed as an onlay on the posterior wall of the inguinal canal. A keyhole-shaped slit was made to accommodate the cord structures. The mesh was anchored to the fascia over the pubic tubercle using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard flat mesh device or bard/davol perfix plug device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh (device #1) or an unspecified bard/davol bard mesh or an unspecified bard/davol perfix plug on (B)(6) 2017 or (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax mesh (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective.